Event description:
New information received notes that the issues are suspected to be due to device's end of life (eol) status.

Event description:
It was reported that the patient presented in the emergency room with low heart rate and feeling fatigued. The device could not be interrogated. The battery longevity was 1.25-1.75 years during last device check in 2016. Device was explanted and replaced. Patient¿s condition was stable post-procedure.

Manufacturer narrative:
Correction: (B)(4) should have been reported in initial MDR.

Manufacturer narrative:
The reported field events of no output and loss of telemetry were confirmed in the laboratory. Device was received in bvvi mode due to product code corruption and device interrogation was unsuccessful. A false eri was triggered due to device functioning at high output mode. Based on all available parameter and usage information, device longevity was found to be within the expected limits. After replacing the device battery, no anomalies were found and further testing could not determine the cause of the original code corruption. This is consistent with the observation that loss of telemetry and output were due to low battery voltage.